Event description:
It was reported that when using the bd pyxis¿ medstation¿ es ed-2 main drawer 3.2 failed and was unable to recover. The customer attempted multiple recovery procedures and rebooted the medstation; however, the issue persists. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2 had failed and was unable to recover. Multiple recovery attempts were performed along with a station reboot; however, the issue persisted. The field service engineer (fse) noted that all pockets on the enhanced half-height drawer (main 3.2) were found to be off the bus. The field service engineer (fse) reseated all six row board connectors, both retractor band connectors, and all pockets on drawers 3.1 and 3.2. All pockets were released, debris was removed, and the lids were tested. The station was tested using diagnostics, and the customer verified proper functionality in the medication application. The system functioned as intended after field service engineer repaired the device.